Manufacturer narrative:
Additional information has been provided in d9. Corrected information has been provided in h3. Mechanical interaction with blood / hemolysis: no defect found on the returned pump. The cause of the hemolysis issue was most likely related to improper position, likely related to the patient¿s horizontal heart condition. Device in wrong position: no defect found on the returned pump. The cause of the improper position issue was most likely related to the patient¿s horizontal heart anatomical abnormalities. Low or blocked pump flow: no defect found on the returned pump. The cause of the low pump flow issue was most likely related to horizontal lv anatomy causing positioning to be shallow, likely leading to suction alarms, which resolved with p-level reduction.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report will be submitted to represent the impella rp flex. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 63-year-old male with cardiomyopathy and a pre-support clinical state consistent with scai shock stage d underwent percutaneous placement of an impella cp via the left femoral artery on (B)(6) 2026 at 15:30. During support, device positioning was noted to be questionable, as definitive echocardiographic windows and measurements could not be achieved due to poor image quality. The managing physician repositioned the impella cp by withdrawing the catheter approximately 1 cm; however, subsequent imaging continued to demonstrate poor visualization and appeared shallow without reliable measurements. The patient developed hemolysis during impella support, as diagnosed by elevated ldh levels, with clinical findings including decreased urine output and pink-tinged urine, which had improved compared to the prior night per the bedside nurse. Intermittent suction alarms occurred during support, requiring temporary reductions in performance level to p6¿p7. Blood products were administered, after which the hemolysis improved. Imaging was available and used to assess pump position during the hemolysis event; however, good pump position could not be confirmed, and repositioning did not resolve the positioning concern. Contributing factors included a grossly enlarged heart due to acute on chronic heart failure and challenging anatomy, including a horizontal left ventricle attributed to body habitus. The pump was not noted to be contacting the mitral apparatus. Given persistent positioning challenges and hemolysis, the clinical team planned escalation of support, and the impella cp was explanted on (B)(6) 2026 at 17:40 as the patient was bridged to an impella 5.5 for continued support. The patient survived the procedure and escalation.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. H10: added related device report number.